Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 10/31/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Perform manual test using the "try it" function: fail. Global receiver tool sound test: fail. Perform wiggle test: fail. Receiver functional test: fail. Open receiver for internal inspection: fail. Download log and finding relevant issues: pass. The complaint was confirmed because there were no audio heard. He reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.